Event description:
According to the facility on (B)(6) 2023 during a surgical procedure the rfid tag detached from the surgical gauze and needed to be removed from inside the patient.

Manufacturer narrative:
According to the facility on (B)(6) 2023 during a surgical procedure the rfid tag detached from the surgical gauze and needed to be removed from inside the patient. The facility was unable to state whether the gauze was unfolded during use. Per the facility the patient has "no issues" and the procedure was able to be completed. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.